Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. The lot# and expiration date were not provided. The manufacture date could not be determined.

Event description:
The customer received high blood glucose readings in the morning on the contour next link 2.4. The specific readings were not provided. She accepted the insulin dosage administered by her pump. Later she presented hypoglycemic symptoms of being dizzy and sleepy. The paramedics were called and gave the customer doses of glucose, and she ate breakfast. There was no mention of paramedics retesting the customer's blood. A couple of hours later the customer presented symptoms of hypoglycemia again. She was taken to the hospital ER where they provided her with food high in carbohydrates. She was discharged the same day. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.